Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 8f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.